Event description:
It was reported that the patient was experiencing increased pain at the pocket site and pressure ulcer was also noted around and on top of the ipg site. The patient underwent an explant procedure and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.